Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. It was stated that the customer was at a theme park and the device was splashed in one of the rides. Customer's blood glucose was 11 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. Father declined to receive a loaner insulin pump and stated that they are in the process of getting a new device.